Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high pacing thresholds and undersensing measurements. No additional information is available at the moment. No additional adverse patient effects were reported.